Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter not working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be loss of connection. In addition, loss of connection was found in connection to the reported allegation. The reported event of a transmitter not working is reportable based on the finding of loss of connection. No injury or medical intervention was reported.